Manufacturer narrative:
Batch review performed on 10 november 2020: lot 175251: (B)(4) items manufactured and released on 11-jan-2018. Expiration date: 2022-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The patient also reported anterior knee pain and the cause of the anterior knee pain is unknown. The surgeon performed a washout and removed the gmk-sphere tibial insert - flex s2r - 14mm, and upsized it to a gmk-sphere tibial insert - flex s2r - 17 mm, to help alleviate the anterior knee pain 1 year and 1 month after previous surgery. The surgery was completed successfully.